Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Jejunal inflammation and ulcers are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, at a visit with the physician, the patient reported abdominal pain, weight loss and abdominal inflammation. A CT scan revealed extensive dilation of the jejunum. The physician wanted to remove the tubing because the restraint plate was malpositioned and the tube was coiled. The plan was to remove the peg/j tubing on (B)(6) 2020 due to ulcers and to hold therapy until the ulcers are healed.